Event description:
Customer reported getting an error check electrode/irritant without code. The issue found at preparation for use. The device was replaced with similar device. There is no patient involvement associated on this event. No user injury reported. Device inspection found no output signal of sprf l1 phase adjustment due to loom (wiring in the board ) in sp/pk (superpulse/ plasma kinetic) did not meet standard specification. This report is being submitted for no output signal due to loom in sp/pk did not meet standard specification upon inspection.

Manufacturer narrative:
Device was evaluated. The customer reported issue was not able to be duplicated however, review of fault log revealed 400 ref 26, nine times. This is generated if a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Furthermore, upon inspection , it was found there was no output signal of sprf l1 phase adjustment due to loom (wiring in the board ) in sp/pk (superpulse/ plasma kinetic) did not meet standard specification. After using the reference test loom, the unit passed all functional tests and 2 hours burn-in test. The current software is v3.03. The housing including keypad have multiple minor scratches can use as is. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 12-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the bad loom in sp/pk (superpulse/ plasma kinetic) could not be determined at this time. Olympus will continue to monitor field performance for this device.